Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 4, rotated heart, septal hugger, and not enough height above valve. A triclip xtw was inserted, advanced to the tricuspid valve, and grasping was performed. However, difficulties visualizing the clip occurred, the clip became caught in chordae, a gripper appeared to be caught on the leaflet, and the clip was unable to be removed. A chordal rupture was observed. Although the clip remained in chordae, it was able to grasp both leaflets, reducing the tr to a grade of 3. No additional clips were implanted. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported clip caught on chordae and gripper caught on the leaflet appear to be related to a combination of challenging patient anatomy and procedural conditions. The reported poor imaging is related to challenging patient anatomy. The reported tissue injury is a cascading event of the clip caught on the chordae. The reported patient effect of tissue injury, as listed in the triclip system instructions for use, is a known possible complication associated with triclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.